Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative reproduced the reported issue immediately upon inspection of the unit. The patient bridge was replaced to resolve the issue and a complete functional verification was performed. No further issues were noted and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Issue resolved on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the sorin heater-cooler system 3t during set-up. There was no patient involvement.